Manufacturer narrative:
Correction in h3. Additional information in d4: lot number and UDI number, d10, h4, and h6: method. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that two set screws detached from their plates during attempted installation during surgery. The plates were removed and replaced with alternative plates to complete the procedure without patient impacts. The surgeon installed the mating spacers fully into the disc space, instead of leaving them about 5mm proud, and was unable to slightly backout the spacers to ease plate attachment. This is report two of two for this event.

Manufacturer narrative:
Information added to d3: email address, d8, h6: component codes, type of investigation, investigation findings, investigation conclusions corrected information in h3 this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for two (2) of two (2) returned timberline plates (1 ea pn 6805-0114 and 8605-0112) for the failure of unable to mate with spacer. Medical records were not provided for review. Device evaluation: visual inspection of the returned devices showed that the accompanying plate screws had malformed threads that did not reach the head of the screw. Functional inspection using spacer 8601-4508/mc44688 and assembly driver 8630-0303/tu00234 revealed that neither plate could be fully screwed into the spacer. Potential cause root cause was unable to be determined. This event could possibly be attributed to patient conditions or other operational conditions preventing the movement of the spacer to allow for proper mating of the plates. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that two set screws detached from their plates during attempted installation during surgery. The plates were removed and replaced with alternative plates to complete the procedure without patient impacts. The surgeon installed the mating spacers fully into the disc space, instead of leaving them about 5mm proud, and was unable to slightly backout the spacers to ease plate attachment. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00623.

Event description:
It was reported that two set screws detached from their plates during attempted installation during surgery. The plates were removed and replaced with alternative plates to complete the procedure without patient impacts. The surgeon installed the mating spacers fully into the disc space, instead of leaving them about 5mm proud, and was unable to slightly backout the spacers to ease plate attachment. This is report two of two for this event.